Manufacturer narrative:
Device evaluated by MFR: the detached stent was retrieved with a snare and returned in a damaged/crumbled condition. The damage to the stent is consistent with having been retrieved with a snare. A review of the stent measurements in the electronic device history record (edhr) highlighted no abnormalities. The stent delivery system was not returned for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was located in the non calcified renal artery. After advancing the 6.0x20x75cm express ld iliac / biliary stent in the target lesion, it was decided to perform another angiography. When the device was pulled back, the stent came off the delivery system.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation, the stent delivery system (sds) of the 6.0x20x75cm express&#59404;ld iliac / biliary stent was flushed and negative pressure was pulled. The target lesion was a calcified and highly bifurcated artery. The 6.0x20x75cm express&#59404;ld iliac / biliary stent was advanced to the lesion however upon reaching the aorta, the stent came off the sds. The device was snared out and the procedure was aborted. No further patient complications were reported and the patient's status was stable.